Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the left ventricular lead dislodged and exhibited elevated pacing thresholds. The lead was explanted and replaced. There were no adverse consequences to the patient.